Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008; 6947-65 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lv lead was capped and a new lead was implanted successfully. No patient complications have been reported as a result of this event.